Event description:
An air leak at the quick disconnect feature on the patient tubing.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The device history record of batch number 74e2200981 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. No additional documents were reviewed as part of this complaint investigation. Manufacture date: 2022-05-12. Expiration date: 2025-05-11. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time.applicable.

Event description:
An air leak at the quick disconnect feature on the patient tubing.